Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining blood glucose results of ¿160 mg/dl¿ with the subject meter and ¿96 mg/dl¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the patient informed the csr that he tests his blood glucose three times a day (8:30am, noon and 7:00pm) and that he manages his diabetes with oral medication (1 pill of diamicron three times a day and 1 pill of eucreas twice a day). During the follow-up call, the patient claimed he took an extra diamicron pill at 8:15am on (B)(6) 2015 in response to the alleged inaccuracy issue. The patient denied developing any symptoms however reported treating himself with glucose tablets/gel at 7:40am on an unspecified date as a result of the alleged issue. The patient claimed a blood glucose test was performed on another device at the time of treatment and a result of ¿110 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2015). The patient¿s test strips have been returned on 4/2/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/13/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/27/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.